Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery side of the insulin pump was damage. The blood glucose of the customer was 7.6 mmol/l. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.